Manufacturer narrative:
The serial number of the first c 503 analyzer is (B)(6) and the serial number of the second c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received false positive results for three patient samples tested with online dat benzodiazepines ii on two cobas c 503 analytical unit analyzers. The first patient's sample resulted in a benzodiazepines value of 76.5 mabs (positive) when tested on the first c 503 analyzer and it resulted in a value of 59.5 mabs (positive) when tested on the second c 503 analyzer. The sample was sent to another laboratory for gc/ms confirmation testing and the result was negative (see attachment for full results). The second patient's sample resulted in a benzodiazepines value of 12.5 mabs (positive) when tested on the first c 503 analyzer on (B)(6) 2025 and it resulted in a positive when tested on the second c 503 analyzer on (B)(6) 2025. The sample was sent to another laboratory for gc/ms confirmation testing and the result was negative (see attachment for full results). The third patient's sample resulted in a benzodiazepines value of 10.8 mabs (positive) when tested on the first c 503 analyzer on (B)(6) 2025 and it resulted in a value of 20.9 mabs (positive) when tested on the second c 503 analyzer on (B)(6) 2025. The sample was sent to another laboratory for gc/ms confirmation testing and the result was negative (see attachment for full results). The negative gc/ms results for all three patients were deemed correct.

Manufacturer narrative:
No patient samples were available for investigation. A penecillin g interference is unlikely as 100 ug/ml with 75 ng/ml nordiazepam showed no interference. Interference with oxytocin was tested at 100 g/ml and in the presence of 75 ng/ml nordiazepam. Both approaches were completely inconspicuous. Typical injectable solutions are prepared with approximately 20 g/ml leading to 20 g/ml concentrations in the circulation and consequently in the urine. The investigation could not identify a product problem. The cause of the event could not be determined.